Event description:
On (B)(6) 2008, this patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, at the six month follow-up, examination identified that the both limbs of the device were occluded with thrombus and that the patient's lower extremities began to be ischemic. The cause of the occlusion was reported to be poor blood flow due to progression of peripheral artery disease (pad). This was a pre-existing condition. It was also reported that no treatment was performed for the pad during and after the initial procedure. On (B)(6) 2009, percutaneous transluminal angioplasty (pta) and a femoral-popliteal bypass procedure for both legs were performed to repair the occlusion. The blood flow to the lower extremities were fully restored and the patient tolerated the procedure. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.